Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the emergency room due to sustained ventricular tachycardia (vt) below the rate cutoff (rco). Although the rate was below the rco the patient received a shock as a result of double counting. The patient was symptomatic but did not lose consciousness. Patient recently had an ablation procedure and underwent an exercise test. During the exercise the patient was having premature ventricular contractions (pvc). Boston scientific technical services (ts) confirmed that the pvcs looked very similar to the vt rhythm. The device was reprogrammed to prevent recurrence.